Event description:
It was reported that during the implant procedure after multiple repositionings, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure after multiple repositionings, the helix would not extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix disengaged from helical channel; the helix will not extend due to being over-retracted; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed.